Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient developed paralysis of the right upper and lower extremities, deglutition disorder and dysarthria. Magnetic resonance imaging (MRI) showed multiple cerebral infarction in the cerebellum and the brainstem. The patient went into rehabilitation was transferred to a rehabilitation hospital after the condition was stabilized. The patient was in remission ten days following the implant of the valve. No additional adverse patient effects were reported.